Event description:
It was reported to ventec that the ventilator's breath rate was not as expected, and that its alarms were not working. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. Ventec contacted the reporter in order to get clarification and additional details about both the patient and the event; however, not response has been received.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: ventec downloaded the ventilator's electronic records for review where it was observed that the it had logged pre-use test (put) failures in its memory, as well as alarms for "check patient circuit." It was determined that the put failures were due to measured cv flow. An internal physical inspection of the device was performed, but no discrepancies were observed. The reported issue of inadequate breath rate and inoperable alarms could not be duplicated during testing. During testing, it was observed that there was a drift which could lead to a false reading during cv flow during the put. As a precaution, the internal flow transducer (ift) was replaced. Proper device operation was then observed through functional and performance testing. The cause of the reported issues could not be conclusively determined.